Event description:
It was reported that a patient sustained scars and hyperpigmentation after treatment for hair removal on the buttocks using a coherent photoderm laser.

Manufacturer narrative:
Reasonable attempts were made to obtain further information from the user facility, dr (B)(6), md, including the model and serial numbers of the suspected subject device, and treatment parameters, however none was received. A review of lumenis sales and service records could find no information for the reported user facility. Lumenis has not been contracted to service the subject device, therefore, no examination of the subject device occurred. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. An evaluation of photographs obtained from the patient by a lumenis medical subject matter expert concluded the probable root cause of the reported event to be an improper treatment settings for the patient's darker skin type.